Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video connector receptacle is deformed and fibriform foreign object adheres to the inside of the video connector receptacle. A definitive root cause could not be identified. Based on the results of the investigation. The cause could not be determined from the information obtained from this complaint and the investigation results. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed e333 error. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure that was completed with the same device. There were no reports of patient harm.